Event description:
Hospital reported the horizontal arm, vertical arm and the injector head came apart from the ceiling mount of the overhead counterpoise system and the system fell. No injury occurred.